Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred the day the sensor had been inserted in the arm. The patient uses tandem tslim in modified closed loop and experienced diaphoresis and presyncope. According to the patient, on (B)(6) 2025, the patient noticed the cgm was reading 70 mg/dl but the patient was sweating and was about to pass out. The patient decided to do a bg comparison, and the blood glucose reading was 26 mg/dl. The patient self-treated with gummies and recovered after treatment. The patient was stable the next day during the call. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the b zone of the parkes error grid. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.